Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump needs to press the more than once. Customer¿s blood glucose level was 339 mg/dl. Customer stated that the insulin pump received unexplained no delivery alerts and motor slow during the rewind. Customer was performed a displacement test and it passed. Customer stated that the no delivery alarm was resolved by changing the infusion set. Customer reported that they was unable to troubleshooting at time of call. The insulin pump will not be returned for analysis.